Event description:
It was reported that the reservoirs had a presence of air bubbles. The caller did not know the blood glucose reading. The caller stated that the bubbles were down at the end of where the plunger was, and the air bubbles were rising. She stated that the insulin pump had been rewound with the reservoir in place, which she was advised against. Upon troubleshooting, the caller stated that the air bubbles had been cleared. The air bubbles did not persist after an infusion set change. She was advised to monitor the issue and to call back if the issue persisted. She was advised that the reservoirs and infusion sets would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.